Manufacturer narrative:
The date of event, of (B)(6) 2016, was approximated. Reference MFR report #2916596-2016-00221 for the report of the pump exchange due to thrombus. (B)(4). Approximate age of device ¿ 4 months. The patient remains ongoing on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted, overnight, due to suspected stroke. The patient had originally been implanted on (B)(6) 2014, along with an aortic valve repair performed during the procedure. On (B)(6) 2016, the patient underwent a vad exchange due to pump thrombus, previously reported within manufacturer report # 2916596-2016-00221. Then, from around (B)(6) 2016 the patient was admitted at another facility for tissue plasminogen activator (tpa) administration. Since (B)(6) 2016, the patients international normalized ratio (inr) had been between 1.6 and 2.2. The most recent value, around the time of the reported stroke, was 1.6. The patient had an elevated lactate dehydrogenase (ldh) in the 600¿s u/l, whereas their baseline was within 200¿s u/l. The patient¿s anticoagulation regiment consisted of 325mg aspirin (325mg) and persantine (100mg) three times per day, along with coumadin. A computed tomography (CT) scan of the patient¿s head was conducted and found to be negative. The hospital reviewed the patient¿s system controller history, but it did not show any spikes in pump power. The manufacturer¿s technical services confirmed that all the pump parameters were stable and operated over similar ranges throughout the submitted log file. The patient was reported to be doing well with no deficits.

Manufacturer narrative:
No equipment was returned for evaluation. The patient remains ongoing on pump support and no additional events have been reported at this time. The report of pump thrombosis could not be confirmed and a specific cause for the report of elevated lactate dehydrogenase level could not be determined. Moreover, a correlation between the pump and the report of suspected stroke could not be determined through this evaluation. The instructions for use lists device thrombosis, hemolysis and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.